Event description:
It was reported that while attempting to deploy the product, the tip sheared off. The physician was able to remove the tip before inserting it into the pts breast. They used another device and completed the case with no consequence to the pt.